Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the implant battery seemed like it was running out quickly. Patient stated last night they did not want their implant battery charge to run out on them, so they charged at 11 pm and then they had to charge again at 4 am because the implant was down to 30% already. Patient confirmed they did not make any therapy changes or been seen for any reprogramming, and they actually made a stimulation intensity decrease not any increases. Patient stated they did not believe their intensity was very high. Agent reviewed how implant depletion is caused by usage and therapy settings and recommended patient meet with local representative and physician.  Agent redirected patient to healthcare provider.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.